Event description:
A discordant advia centaur xp vancomycin result was obtained for a patient sample. Repeat testing was performed on the patient sample and the result was lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The discordant vancomycin result may have been due to the sample tube type. The customer is using gel barrier tubes and was informed that gel barrier tubes are not recommended for therapeutic drug monitoring samples. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the specimen collection and handling section: "note: available literature references present conflicting and complex recommendations on the use of gel barrier tubes for therapeutic drug monitoring samples. Each lab should contact their specific tube manufacturer for additional information and recommendations for therapeutic drug monitoring testing with the advia centaur systems. Serum, heparinized plasma or edta plasma is the recommended sample type for this assay. It is not recommended that heparin plasma, edta plasma and serum samples from the same patient be used interchangeably with this test. Average measured vancomycin concentrations of samples, [n=15; range: (55.7 to 65.7 ug/ml) (38.4 to 45.3 umol/l)] collected in heparin collection tubes, were -10.5% (range: -19.0 to 5.1%) of measured concentrations in control (red top) serum collection tubes. Samples [n=10; range: (55.2 to 65.7 ug/ml) (38.0 to 45.3 umol/l)] collected in edta collection tubes had measured vancomycin concentrations of -4.9% (range: -13.3 to 7.8%) compared to control red top serum collection tubes. Samples [n=10; range: (55.2 to 65.7 ug/ml) (38.0 to 45.3 umol/l)] collected in edta collection tubes had measured vancomycin concentrations of -4.9% (range: -13.3 to 7.8%) compared to control red top serum collection tubes."